Event description:
The customer contacted beckman coulter inc. (Bec) reporting that the synchron systems alkaline phosphatase (alp) reagent was leaking from the bottom seam of the cartridge. No injury or operator exposure was reported for this event.

Manufacturer narrative:
The customer was sent a replacement. (B)(4).